Manufacturer narrative:
There was no death or device malfunction associated with the event. There is no evidence to suggest that the device caused or contributed to a death or serious injury. Bystanders are notified by audible warnings in order to stay away from the patient during a treatment event. Review of the patient's downloaded data indicates that the patient received an appropriate treatment. The device properly detected ventricular fibrillation, a treatable arrhythmia, and delivered a treatment. The device properly detected ventricular defibrillation, a treatable arrhythmia, and delivered a treatment shock. The post shock rhythm was sinus rhythm at 75 beats per minute. Through review of the downloaded data, there does not appear to be any equipment deficiencies. The equipment is in progress of being returned for further evaluation. Monitor (B)(4): 03/2012 - reuse; electrode belt (B)(4): 01/2014 - reuse.

Event description:
On (B)(6) 2014, zoll was notified that a patient received a treatment in a public bus. Prior to the treatment, the patient lost consciousness, fell, and two witnesses held him up. The identity of witness 1 (male) is unknown at this time. Witness 2 was (B)(6). Mrs. (B)(6) was holding the patient's head up during the event. During the treatment sequence, she was only concentrating on his well-being, so she did not hear and perceive the siren alerts. According to mrs. (B)(6) statement, the unknown witness was holding the monitor and pressed one response button. He also did not react to the monitor message and siren alerts. It is reported that there was a very high sound level in the bus. While the patient received his treatment, mrs. (B)(6) was still in contact with his head. After the treatment, she reported feeling pressure on her chest. The bus driver drove the patient and mrs. (B)(6) (witness 2) to a hospital. Mrs. (B)(6) stayed for one night in the hospital for monitoring.